Event description:
Neonate required suctioning via endotracheal tube. Appropriate size suction catheter (#8) opened and did not operate as anticipated. 2nd catheter (#8) package opened and also did not function as anticipated. Upon failure of 2nd suction catheter, patient was extubated and a mucus plug was present as anticipated. Upon closer evaluation of the 2nd suction catheter, it was discovered that a kink occluded the lumen of the catheter.